Manufacturer narrative:
(B)(4): further information from the nurse revealed that the patient never fully recovered from peritonitis and experienced another recurrent episode of peritonitis manifested cloudy effluent. On the same day, the patient began treatment with vancomycin (1.5 gram, every alternate days, intraperitoneally) and cipro (500 milligram, twice a day, orally). The patient was not hospitalized for the event. Approximately one month after the reoccurrence, the patient¿s pd catheter was replaced due to recurring peritonitis. The patient was only in the hospital for the catheter replacement. Three days after the catheter replacement, the patient was retained in pd therapy set up. The patient recovered from the peritonitis at the time of this report. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient had a break in aseptic technique further described as touch contamination where the patient's sleeve touched the end of the transfer set during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused bacterial peritonitis. The patient was not hospitalized for this event. On the day of the onset of peritonitis, the patient started treatment with vancomycin (1.5 grams, frequency not reported) and cipro (500 milligrams, twice a day). Two weeks later, the treatment with vancomycin and cipro was discontinued. On an unreported date, the patient was retrained on the proper aseptic techniques. At the time of this report, the patient was fully recovered from peritonitis. The pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If there is any further relevant information from that review, a supplemental medwatch will be filed.